Manufacturer narrative:
(B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the first distal stent row was damaged and the stent struts were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-jul-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.0x15mm non-bsc balloon catheter, a 3.00 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion even after four attempts. The procedure was completed with a 3.0x28mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.